Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, the y1 crystal oscillator was open on the bedside board. The cause of the resets is the open oscillator. The root cause of the open oscillator cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it was resetting.